Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, trend analysis and investigation conclusion. The device was returned for evaluation and found wear on the distal tip of the fiber. Equipment is not available for extensive investigation therefore a root cause could not be determined. The original equipment manufacturer (OEM) was notified of the reported failure. The known lot number is an olympus lot number. The OEM lot number is unknown therefore, a device history record review cannot be performed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
Device 2 of 2. It was reported that during a cystourethroscopy procedure, the device was observed to have a spark looking activity on the fragmentation and dusting tip of the device fibers. According to the reporter, the user went to laser the stone and observed that the flash was yellow instead of white (as described by the reporter). The user used a second similar device with the same lot number and received the same problem. There was a delay in the procedure approximately five minutes while the patient was under general anesthesia. The intended procedure was completed with a third fiber, similar device. There was no patient impact or harm was reported due to the event.